Event description:
Cadd legacy pump is alarming and says error on the screen. No other info is known. The complaint happened while in use with a patient. No injury reported. A return box was sent to patient to return manufacturing pump. Dose or amount: 90 nkm, frequency: continuous, route: IV. Dates of use: from (B)(6) 2012 to current. Diagnosis: pah.